Event description:
It was reported that the procedure was to treat a de novo lesion located in the non-tortuous, non-calcified, proximal left anterior descending artery. During inflation of the multi-link 8 stent delivery system (sds) balloon at the lesion at 10 atmospheres for 20 seconds, it was noted that the pressure of the indeflator went down and blood was observed in the balloon. The stent implant was observed to be deployed successfully. An attempt was made to retract the sds from the artery; however, the sds was stuck at the tip of the guiding catheter. The sds, the guiding catheter and the guide wire were removed from the artery as a single unit. After removal, st elevation went from v1 to v6, and a spasm at the proximal end of the deployed stent was noted. The st elevation and the spasm resolved without treatment and post-dilatation was performed on the multi-link 8 stent to complete the procedure. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The rupture was confirmed. The reported resistance with the guiding catheter (difficulty to remove) could not be confirmed as the returned device was not returned in a condition in which the test could be performed. Based on the returned device analysis, there is no indication of a product deficiency. A review of the lot history record revealed no nonconforming material records that would have contributed to the reported event. A query/review of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. The reported patient effects of st elevation (EKG/ECG changes) and vasoconstriction (coronary spasm) are listed in the multi-link 8 coronary stent system, instructions for use as known adverse effects. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.